Event description:
It has been reported that the pads adhesive may not meet the contact surface area specifications.

Manufacturer narrative:
New information received indicates that the customer allegation of peeling pads was incorrect and this is not a part of the recall population z-0881-2022.